Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications or injuries were reported.

Manufacturer narrative:
The returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and inflation lumen. Microscopic inspection revealed damage to the tip. Inspection of the remainder of the device found no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications or injuries were reported.